Event description:
During a mommosite treatment a dosage was delivered to a different location than prescribed. The majority of the dose was delivered in air, but a significantly high dose was delivered to a small volume of the skin distal to the connector end of the catheter.

Manufacturer narrative:
Nucletron source position simulator was used in conjunction with a hologic applicator. This applicator has not been tested with the device. When the applicator was connected to the source position simulator the user kinked the transfer cable causing the treatment distance to be off. (B)(4).